Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose was 47 mg/dl. The customer's mother stated that when she called that doctor's office and patient did 30 carbs. The customer offered to troubleshoot for low blood glucose but mother declined. The customer's mother was advised that if ever hospitalized, she needs to report it or has low or high blood glucose she can call in to troubleshoot.